Event description:
It was reported that during an unrelated surgical procedure patients lead was cut and partially removed. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein remaining portion of lead was removed to address the issue. During the procedure it was noticed that patients ipg had liquid inside of the header, as a result patients ipg was explanted and replaced to address the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Manufacturer narrative:
The reported event physician found liquid inside the header of the ipg was not confirmed. As received, the returned ipg passed the visual test with no evidence of fluid instrusion inside the header. The ipg could communicate with a test standard patient programmer and passed functional testing on the auto tester. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.